Event description:
Since my disk replacement surgery in 2005, I have experienced the following symptoms. Fell to the ground with shooting pain numerous times - I can only wait out the pain - sometimes hours, sometimes days. Have difficulties standing up from certain positions; many times it takes me up to 5 minutes to stand up completely. At times I have numbness and tingling from my back to the top of my legs and shooting pain from point of disk replacement to the back of my hips - cannot sit, stand, or drive over 1 1/2 hrs without having these issues. Difficulty sleeping due to back pain. I get diarrhea anytime my back hurts badly. I have felt grinding and heard popping at the point of disk replacement. Loss of mobility - have difficulty putting on shoes. My treating doctor, dr from billings, mt has told me I will never work again. After reviewing the mris and x-rays, he has determined that the bottom plate of the disk replacement is too far forward (10-11 mm) causing a major curvature in my spine and the front of the bottom plate has attached itself to two major arteries due to it sliding so far forward. My physician said he cannot take this out without running a 70-80% chance of me bleeding to death during surgery, trying to remove the arteries from the plate.